Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the probe wipe rinse block tubing was disconnected. The fse replaced the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a clear leak from the baths of the coulter act diff analyzer. The volume of the leak was not specified. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.